Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. There is no indication for a mfg related failure. The eval of the returned sample confirmed that the stent was being partially released 2mm when a force transmitting component fractured. The condition of the sample indicates that high release force was present. Increased friction is considered the reason for the increased release force and subsequent fracture of the component. A kink in the delivery system catheter could also be confirmed. Based on the info received, the customer decided to use the product even though the kink was discovered prior to use. Potential factors that could have led or contributed to the increased release force and subsequent deployment failure have been evaluated. Investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. Also rough handling or insufficient flushing of the device may lead to the reported event. On the basis of the limited info received, a definite root cause could not be determined.

Event description:
It was reported that during a vascular stenting procedure, the stent could not be deployed as the delivery system was bent. The device was exchanged over the wire for another vascular stent that was implanted successfully. No pt injury was reported. Upon receipt of the complaint sample, the stent was found to be partially released.